Manufacturer narrative:
This report is being submitted to provide the initial report and the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported a false negative result using binaxnow covid-19 antigen self test performed on (B)(6) 2022 with an unknown sample. Confirmation testing was performed with another unknown brand and generated a positive result. Although requested, no additional patient information, including treatment and outcome, was provided.